Manufacturer narrative:
(B)(4). Date sent: 06/27/2017. Corrected data: possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, according to the or room staff the clip applier had no clips. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 06/27/2017. Corrected data: possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing.